Event description:
It was reported that there was a disconnection between the patient connector of a minicap transfer set and the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was prescribed antibiotic prophylaxis. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in august 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.